Event description:
Preventive maintenance was being performed and less than 10 minutes into the procedure a low battery condition was observed. A return visit in 2001 to the customer to replace the batteries. Subsequent analysis revealed that there was a low voltage found in one of the battery cells. The valve was 9.4 volts. There was no patient impact.